Event description:
During implant, the set screw fell out of the header during lead insertion. Upon inspection, the silicone was observed to be damaged. The issue was resolved by replacing the device. The patient experienced no consequences.

Manufacturer narrative:
The reported event of a set screw anomaly was confirmed. The device was received with septum damage and an unknown set screw embedded in the septum. Damaged to the septum is consistent with forcing a set screw through the septum. However, the provided field information did not support the likelihood of damage occurring in the field. A manufacturing anomaly may have occurred that resulted in the reported event. Visual inspection of the header was performed and found no other anomalies. Device image analysis indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.